Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9336973. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification (B)(4) noted for cracked hubs. A complaint history check was performed and this is the 1st related complaint for broken barrel, hub damaged, shield does not detach, hub separates & difficult to operate (not drawing) on lot # 9336973. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, broken barrel, hub damaged, shield does not detach, hub separates & difficult to operate (not drawing) was captured and addressed appropriately. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra-fine¿ needle hub separated from the bd insulin syringe during use. Additionally, it was reported that the bd insulin syringe with the bd ultra-fine¿ needle wouldn't draw up insulin, and the barrel of one syringe was broken, with a space between the syringe and needle hub.the following information was provided by the initial reporter: "consumer reported air in syringes due to barrel broken, stated that there is a space between the syringe and needle hub.needle shield is difficult to remove.needle hub separates and stays inside of the shield when shield is removed.needle will not draw insulin.consumer does not re-use, issues occurred within the past few months."